Manufacturer narrative:
A ge service rep performed an on site investigation. The customer intends to replace the foot switch. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the systems' foot switch failed to save images and released instead. No report of pt injury.